Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens customer service went onsite. The read-head was cleaned. The lamp, heat absorbing filter, retaining ring, pipette, syringe and pump drive belt were all replaced. The rinse line was decontaminated. The analyzer was recalibrated and the qc were in range. The customer service engineer has stated that the analyzer is operational.

Event description:
The customer reported a false negative urine blood result on the clinitek atlas when compared to the sediment on the uf-1000. There was no report of injury due to this event.